Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): summary of root cause analysis: received 2 pictures of a used capillary hub of introcan safety 3 pur 20g 1.1x32mm-ap. From the picture received, the capillary was observed to be torn off near to the catheter hub horn. The surface of the torn off areas was not visible. Since no sample was returned, investigation will be conducted based on photos received. Simulation 1: a simulation was conducted by cutting a capillary to a shorter length and test at machine vision system. The sample was able to be detect and was rejected. Simulation 2: another simulation was conducted by purposely try to break the off capillary under different scenarios and compare the defect with the complaint sample. Scenario 1 - pierce by cannula: a simulation was conducted by using a good part and piercing the capillary with cannula and later tear off the capillary. This defect is similar to cannula reinsertion where the cannula would pierce the capillary and cause it to broken apart. The capillary broken area exhibits a clear "v" shape cut from the cannula bevel. Scenario 2 - cut by scissors: a good sample capillary was cut by scissors and take the sample for inspection. The cut area showing a clean cut of the capillary. Scenario 3 - clamp by vein clamp: a good sample capillary was clamped by vein clamp and break the capillary apart. The sample was taken for inspection and the capillary broken area was in uneven shape, the capillary was folded and it was stretched. Conclusion: the in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated. Beside the automated 100% in-line test equipment, independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Herewith a systematic product defect would be detected. Torn off capillary most likely not appears to be attributed by manufacturing process as the defect is able to be detected and rejected by the in-line vision system. Damages induced after assembly process is not possible since the catheter had been protected with protective cap. Based on the investigation above and from the customer description, this defect is believed to be caused possibly by reinserting the cannula into capillary which lead to the capillary being pierced and later got tear off during withdrawal. As communicated in IFU, warning section stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Cause: defect due to wrong handling (referring to application error or off-label use). Justification: not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility to b. Braun (B)(4): when the nurse went to change the catheter the pink tip came away without the needle on it.